Event description:
Following a successful right pulmonary vein isolation, the physician attempted to make a left pulmonary vein (lpv) lesion with the lhp2 clamp. After the ablation, some bleeding was noted at the left superior pulmonary vein antrum. A perforation was noted at the junction once the handpiece was removed. The site was sutured and the case continued without complications to the patient.

Manufacturer narrative:
No further information has been provided at this time by the account. At this time, the actual lot number of the device involved is unk. Purchasing records were evaluated to determine the most recent purchase of this handpiece. The most recently purchased lot number was 15353. Expiration date 03-2011. Manufacture date: 3-17-08. Evaluation summary- the device involved in the event was not returned for evaluation. A retained sample of the same lot number was evaluated instead. The sample was evaluated for functionality. There were no issues noted for the functionality of the device. The device history records was reviewed and no anomalies were noted.